Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection showed one device was returned but not in any original packaging. The suture capture has been disconnected from the upper jaw and was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation found that pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a labral repair of the shoulder, the surgeon inserted a firstpass mini into the glenohumeral joint space. While attempting to position the device and take a bite of tissue, the firstpass suture trap was dislodged from the handle. The needle had not yet been fired. The piece was retrieved using forceps. The procedure was resumed, after a non-significant delay, using an arthrex suture competitor device. No further complications were reported. The patient is healthy.